Event description:
Medtronic received a report that a concerto coil was not attached to the pusher out of box. When the healthcare provider opened the package the concerto coil dropped on the floor. It was noted that it sounded like the coil was not attached to the pusher. A handling issue was not suspected. The lesion/vessel site or location associated with the event. The location within artery(s), type of target lesion, degree of tortuosity, degree of calcification and % lesion stenosis was unknown. There were no abnormalities reported in relation to anatomy. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the proximal end of the pushwire wassecured in the guidewire clip when the package was ope ned. There was no damage observed to the pushwire. The coil was not used but a new one was opened to finish the case.